Event description:
Bayer case number: (B)(4) the blood clot that caused me to have a stroke [stroke] the migration of the essure coils [device migration] extreme fatigue [fatigue extreme] pain [pelvic pain female] discomfort [discomfort] weight gain [weight gain] struggling to breathe [difficulty breathing] out of breath as though I ran a marathon; [dyspnoea exertional] unbearable cramps [cramp in lower abdomen] extremely bad menstrual cycles like heavy bleeding/hemorrhaging with blood clots due to essure [heavy periods] a blood pressure increase of 200/135, [blood pressure increased] while my body was rejecting the essure coil implants all the years [device rejection] it was a gradual decline in my health [general physical health deterioration] medical leave [sick leave] cyst [uterine cyst] polyps [uterine polyp] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the migration of the essure coils") and cerebrovascular accident ("the blood clot that caused me to have a stroke") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("while my body was rejecting the essure coil implants all the years"). There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. In (B)(6) 2025 she experienced cerebrovascular accident (seriousness criterion life-threatening) and sick leave ("medical leave").on unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), fatigue ("extreme fatigue"), pelvic pain ("pain"), medical device discomfort ("discomfort"), dyspnoea ("struggling to breathe"), dyspnoea exertional ("out of breath as though I ran a marathon; "), abdominal pain lower ("unbearable cramps"), heavy menstrual bleeding ("extremely bad menstrual cycles like heavy bleeding/hemorrhaging with blood clots due to essure"), general physical health deterioration ("it was a gradual decline in my health"), uterine cyst ("cyst") and uterine polyp ("polyps") and was found to have weight increased ("weight gain") and blood pressure increased ("a blood pressure increase of 200/135,"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, fatigue, pelvic pain, medical device discomfort, weight increased, dyspnoea, dyspnoea exertional, abdominal pain lower, heavy menstrual bleeding, blood pressure increased, general physical health deterioration, uterine cyst and uterine polyp had resolved and the cerebrovascular accident had not resolved. The reporter considered abdominal pain lower, blood pressure increased, cerebrovascular accident, device dislocation, dyspnoea, dyspnoea exertional, fatigue, general physical health deterioration, heavy menstrual bleeding, medical device discomfort, pelvic pain, sick leave, uterine cyst, uterine polyp and weight increased to be related to essure administration. The reporter commented: this started years before (B)(6) 2025, however, that's the date it all changed my health. In 2009/2010 my doctor implanted the essure coils, over the years the symptoms started to get worse, I didn't feel healthy, but I kept going with my life, because I had too, through extreme fatigue, pain, discomfort, weight gain,, struggling to breathe, out of breath as though I ran a marathon; unbearable cramps, extremely bad menstrual cycles like heavy bleeding/hemorrhaging with blood clots due to essure coils. The migration of the essure coils, I'd fight off the numerous complications of the essure coils, including the blood clot that caused me to have a stroke on (B)(6) 2025. With a blood pressure increase of 200/135, at the age of 50, while my body was rejecting the essure coil implants all the years. During that time it was a gradual decline in my health with worsening symptoms and pain. The only way to rid of the essure coils was by surgery, a full hysterectomy, however, when first implanted, I (a patient) was never informed of that a complete hysterectomy would have to be performed. Also, as a patient with essure coils implants, I was never notified by any physician, letter, class action lawsuit taking place, I was not informed by anyone or advised by anyone that I should be part of the lawsuit against the company that manufactured a device that would cause life long harm, pain and suffering or even death; the blood clot from the essure coil implants was life threatening to me. On (B)(6) 2025, I went on medical leave from my employer and I am currently on medical leave as of today (B)(6) 2025. In (B)(6) and in (B)(6) 2025, I advocated for myself, I called my ob/gyn (obstetric and gynecologist) to get an appointment, however, her office was completely booked and no open schedules to get right in, even mentioning the complications I was having and worsening. I had to demand a sooner appointment, there was no more time to waste, as my health was continuously declining. My ob/gyn finally got me in so I could explain my health, symptoms, discomfort, etc. She advised of the laparoscopic hysterectomy. We then scheduled the surgery for (B)(6) 2025, the vaginal ultrasound was performed for any abnormalities, which showed cysts and polyps, a cysts that was by the migrated essure coil, the surgery had to be rescheduled until the test was completed by pathology specialists. After days of waiting, the results were thankfully benign and the laparoscopic hysterectomy surgery was scheduled for (B)(6) 2025-- to remove all of my reproductive organs and to fully remove the essure coils. Once the essure coils were removed, my body was finally healing. I noticed a tremendous improvement/difference. I had energy, I could finally breathe without struggling, all of the symptoms were no longer present. If I would have known the essure implants could have caused me so many health issues or even death, I wouldn't have got those implants, nor put myself in harms way. When the essure coils were implanted years ago, I believed I was preventing any harm to my body, that it was something good. However, those essure coils were a threat to my health, to my body, and my way of life. Now, I am unfortunately left with the affects of the stroke, the essure coils caused, that I will have for the rest of my life. I am bringing all of this to your attention because this is my time, that I never got, to provide you with my complications and life threatened by the essure coils implanted into my body. No one reached out to me, and I was unfortunately left out of the lawsuit against the company that manufactured these silent killers into women's bodies. This happened to me and I was left out of gaining any settlement(s) that was owed to me for putting my body, my health in a tremendous harmful way. The manufacturer did this to me, and knowing, what we didn't know! Patient. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. [Ultrasound scan vagina] (date unknown): showed cysts and polyps, a cysts that was by the migrated essure coil. The most recent follow-up information incorporated above includes data received on: 20-nov-2025: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.